Manufacturer narrative:
The subject device has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a hysterectomy. During use, the probe of the subject device was broken off and the fragment was fallen inside the patient¿s body. The fallen fragment was retrieved from the patient¿s body. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to omsc for evaluation. The evaluation on september 14, 2017, confirmed that the probe tip broke down at 17 mm from the distal end. The broken tip of the probe was not returned. There was no scratch on the probe surface. The shape of the fracture surface showed that the crack developed. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was likely that the broken probe occurred by the mechanism as follows; the probe was subjected to an excessive load since the user was applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the shaft during activation. Consequently, the probe was cracked. Then the probe broke when the probe was subjected to a load. The instruction manual of the device has already warned as follows: warning: activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. Do not activate output while twisting the instrument to grip hard or thick tissues. The probe could come in contact with internal parts of the insertion section and become damaged or its tip could fall off.